Manufacturer narrative:
The returned ipg sc-1132 ((B)(4)) was analyzed and no anomalies were found.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient did not provide any reason why she was no longer using her stimulation. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2316-50, serial#: (B)(4), description: infinion 1x16 perc lead kit-5. Model#: sc-3400-30, serial#: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model#: fb-201-01, serial#: (B)(4), description: fixate double pack.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.